Event description:
The pt is a male 47 year-old, insulin dependent diabetic. Because he is paralyzed, he is cared for by his sister. His sister reported that the pt had noticed that his blood glucose readings were "going up" and he felt that they were inaccurately high. With lot 16135a, he obtained readings in the 177-271 mg/dl range. His usual readings with co's test strips are 160-202 mg/dl. The contact performed 2 normal control solution tests with the rep using another co's normal control solution. Lot vc296, exp 3/98. The results were 172 and 173 mg/dl vs a normal control solution range of 113-169 mg/dl. The control solution was opened in 2/97. The contact shook the bottle of solution before applying the sample. Also with the rep, the contact performed a check strip test. The result wsa 77 vs a check strip range of 64-85. The code was set correctly for all tests. The pt stores the test strips in the bedroom. The pt used all of the test strips from the first bottle which performed accurately. The contact will return the unused portion of test strips from the second bottle (approximately 7 test strips) for evaluation.